Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right atrial (ra) lead exhibited one oversensed beat from the ventricle. The ra lead remains in use. No further patient complications have been reported as a result of this event.